Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #305106. Lot #unknown. His sister who has endometriosis had a gynecological procedure where they were injecting botox and the needle broke. Verbatim: rcc received a complaint via call. Requesting if the precision glide needle (ref 305106) contains stainless steel or any ferrous metals. His sister who has endometriosis had a gynecological procedure where they were injecting botox and the needle broke. They can see the 6mm piece in x-ray but have been unsuccessful in removing it. She has had two exploratory procedures so far. Additional information 1. Can you please provide an exact date of event in format dd-mmm-yyyy? 2023. 2. Can you please provide the lot number associated with reported issue? Na. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Yes, the needle broke off inside the patient during a gyn procedure. The patient is still needing to have needle removed and was inquiring about the types of material the product is made with.

Manufacturer narrative:
(B)(4) follow up: it was reported the needle broke. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.